Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to changes in their morphology as well as oversensing. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to changes in their morphology as well as oversensing. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the smart pass feature of this s-ICD was programmed off due to undersensing of low amplitude morphology measurements. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.